Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode oversensed noise resulting in an inappropriate shock. The noise could be reproduced with isometrics and pocket manipulations. Boston scientific technical services (ts) suspects suture sleeve contact with the sense b at the xiphoid but could not rule out potential underinsertion. The device was reprogrammed and remains in service. No adverse patient effects were reported.